Event description:
Patient was revised to address impingement. Update rec'd 2/4/2015 - clinical report received. Patient was also revised for dislocation. The cup is now being added to the complaint. The complaint was updated on: 2/17/2015.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Legal medical records received. In addition to what was previously reported, pfs alleges difficulty walking, limited mobility, and pain. After review of the medical records for MDR reportability, in addition to what was previously reported, patient was also revised to address elevated cobalt ions. Revision notes reported some transudate type fluid and some mild titanium staining of the tissues, but no obvious metal wear. Laboratory values for cobalt-chromium showed below 7ug/l. MRI showed cystic fluid collection. Added complainant information. This complaint was updated on: (B)(6) 2017.